Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient experienced skin reactions with two consecutive sensors. On (B)(6) 2025, the patient applied the initial sensor to the abdomen. Two days later (B)(6), the sensor detached, and the patient observed redness, swelling, bumps/pimples, and signs of infection at the application site. On (B)(6) 2025, the patient applied a second sensor to the abdomen which is captured in this report. After three days (B)(6), similar symptoms occurred at the new site. The patient reported using over-the-counter flonase to alleviate symptoms. On an unspecified date, the patient consulted a physician and was prescribed an antibiotic; however, details regarding the medication (name, route, and dosage) were not provided. At the time of reporting, the patient was in stable condition and feeling fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.